Event description:
It was reported power PICC solo inserted (B)(6) 2024. Trimmed to 53cm and placed at 7 cm at skin. Removed (B)(6) 2024 as split noted at 9cm on flushing. Line had migrated out by 3cm so was external to the patient. No harm occurred to patient. Secured with a secureacath between the 7 and 5cm marks. PICC dressed in a j-loop back up the patient's arm. Used for oncology treatment; immunotherapies (car-t cells, monoclonal antibodies), folfox, cetuximab. Site cleaned with chloraprep 3ml.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.